Manufacturer narrative:
(B)(4). It was reported that a gradual impedance rise was noticed when the operator was ablating around the pulmonary veins using 40w and an irrigation flow rate of 30cc using a smart touch unidirectional catheter duing an afib ablation procedure. This occurred for a few ablations so the operator checked the catheter and found char on the tip. Temperature reading was in the high 30c-40c range. Impedance rises and char were observed two more times on the catheter tip. Material appears to be coagulum (red/brown). The returned device was visually inspected upon receipt and reddish brown material seemingly like dried blood was found at the proximal end of tip dome. However during a second visual inspection during the analysis this finding was not present, they might get lost during the decontamination process or while sending the catheter back for analysis. Catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. Customer complaint has been confirmed since dried blood was observed at the tip of the catheter. However catheter was found within specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. Customer complaint regarding a temperature and impedance failure cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a gradual impedance rise was noticed when the operator was ablating around the pulmonary veins using 40w and an irrigation flow rate of 30cc using a smart touch unidirectional catheter during an afib ablation procedure. This occurred for a few ablations so the operator checked the catheter and found char on the tip. The catheter was inserted in the left atrium via an sjm agilis steerable sheath. The catheter was flushed and char was cleaned and removed. Temperature reading was in the high 30c-40c range. The setting was power control mode, temperature cutoff was 43c. Procedure was continued with powers ranging from 20w to 40w with cooling rates of 15cc to 30cc as per guidelines. Impedance rises and char were observed two more times on the catheter tip: once more on the anterior side of the lspv using 35w and at the end of the procedure after a 40w ablation of the cti in the ra. The system did not cutoff ablation as no values were exceed (i.e. Temperature or impedance). The only warning was higher than normal temperatures during ablation. Procedure was completed with same/like device. Flush was a heparinized saline. Material appears to be coagulum (red/brown). There was a five minute delay to the procedure. The patient was stable following the procedure. This is MDR reportable as thrombus/clot/coagulum has poor adherence to catheters and transseptal sheaths, it could be a potential source of embolism.